Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 28, 2020 - january 29, 2020. H10: the device was received for evaluation containing approximately 115ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) infusor sv (small volume) experienced no flow at the hospital. This was identified during an unknown process step prior to patient use. There was no patient involvement. No additional information is available.